Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose while sleeping and being unresponsive. Customer did not have hyperglycemia. Pump alarmed low alert. Paramedics were called and glucose drip (not insulin drip) was given. Customer did not remember the incident date, so the notified date of (B)(6) 2024 will be used as the incident date. Customer declined further troubleshooting. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported hypoglycemia treated with IV insulin drip (intravenous insulin infusion), emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-399a, mmt-1884l, mmt-7040a, mmt-342. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-342.